Event description:
Reported observation: pt developed mucus around the right eye-lid, later diagnosed as cystitis, after insertion of an oasis medical, inc. Soft plug silicone punctum plug. Product lot number: ls0508u. Product inserted on: 2008. Date of complication: two days later. Reported to oasis medical, inc., the same day.

Manufacturer narrative:
Reported observation was verbally reported in 2008 by an oasis medical, inc. OEM customer who had received a reported observation from one of their customers. A questionnaire was forwarded to the customer to obtain additional info. The questionnaire was received on 09/30/2008. A review of batch production and sterilization records shows that there were no remarkable events, anomalies or nonconformance's during production or sterilization of soft plug silicone punctum plug, lot number ls0508u. A total of soft plug silicone punctum plugs, from lot number ls0508u were manufactured and have been distributed. There have been no other reported adverse events for soft plug silicone punctum plugs, from lot number ls0508u. Conclusion: as a result of investigation results, oasis medical cannot definitively determine that soft plug silicone punctum plugs, from lot number ls0508u was directly or indirectly responsible for the reported observation of cystitis. Issues have been resolved at this time for the pt.